Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the instruments installed into the system moved on its own. The instrument, when positioned on top of the endoscope, accidentally slipped and moved toward the patient's anatomy. It was not specified which instrument was in use when the unexpected movement occurred. The surgeon confirmed that the patient was not harmed. The surgeon was unable to specify further details related to the procedure. No additional information was provided.

Manufacturer narrative:
Based on the claim against the product noting possible non-intuitive movement, an investigation was completed to determine the cause of this reported event. The documented event date of (B)(6) 2023 is an approximated date as the surgeon could not recall the date with certainty. Verification via procedure logs confirmed four procedures were performed on (B)(6) 2023 at this site. One bilateral inguinal hernia, two ventral hernia tapp, and a radical prostatectomy with lymphadenectomy procedure were performed. At this time it is unknown during which procedure the reported event occurred. Intuitive surgical, inc. (Isi) has not received any product from this event for failure analysis testing.